Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not available for reporting. Device is an instrument and is not implanted/explanted. Device will not be returned for investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there during a procedure on (B)(6) 2018 two (2) drill bit tips were broken intraoperatively. The surgeon was advised to use hand drilling but wanted to use power drilling. After the two bits broke a k-wire was used. The tips remain in the patients finger. The surgery was completed successfully with no delay in surgery. This is report 2 of 2 for (B)(4).